Manufacturer narrative:
The serial number of the e 801 analyzer is (B)(6). Calibration and controls were acceptable. A general reagent issue can be ruled out as controls run prior to the event were within range. Isolated non-reproducible results do not represent a general malfunction of the assay. Upon review of alarm trace data, there were numerous sample foam detection alarms observed on the day of the event. The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with elecsys troponin t hs on a cobas e 801 analytical unit. The sample initially resulted in a troponin t value of 90.0 ng/l. The sample was repeated twice, resulting in values of 109.0 ng/l and 88.7 ng/l.

Manufacturer narrative:
The investigation could not identify a product problem. The cause of the event could not be determined.